Manufacturer narrative:
Date sent: 09/25/2007. Information not available, device not returned for analysis.

Event description:
Journal article jsls (2007) 11:268-271. The article reports that during a lap. Nissen fundoplication, a significant amount of blood (500cc) was noted in the left upper quadrant. A 5-cm irregular vertical laceration was found on the posterior and lateral aspect of the spleen, far away from the operative field and any previous instrument. Control of bleeding from the spleen was unsuccessful, so a laparoscopic splenectomy was performed and the procedure was finished without further incident. After an uneventful recovery that patient was discharged on postoperative day 2 with a follow-up at 10 weeks with no adverse effects. The histologic examination revealed a normal 148-gram 5 x .17-cm spleen. A reason for the splenic laceration was not found.